Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, occlusion (pt: vascular occlusion), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse(+) injectable implant, lot number a00060680, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No nonconformances were noted that would have contributed to this event.

Event description:
This spontaneous report was received from a us health care professional and concerns a 52-year-old patient. The patient was injected with one syringe of radiesse(+), on (B)(6) 2022. Batch number was reported as a00060680 (expiry date: 05/2024). The batch record review was received and the lot number for radiesse(+) was confirmed as a00060680 (expiry date: 05/2024). A lot search in the global safety database was conducted. In (B)(6) 2022, after the radiesse(+) injection, the patient experienced an occlusion. The patient called the next day, after the injection, complaining of numbness to her lip and nose. The patient was brought in right away and started on an occlusion protocol. The outcome of the event was unknown.